Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change out procedure, the atrial lead would not sense upon being connected to the new device. The lead was capped. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated, the lead exhibited a capture anomaly.